Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer encountered repeated 32097 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified 32097 errors in the logs. Prior to calling in, the customer power cycled the system and began to dock. The isi tse informed the customer that the error was likely to persist, and that the universal surgical manipulator 2 (usm) could be disabled to continue with 3 usms. The customer continued with the case. The customer was to complete the procedure as planned with no reported injury. The nurse called back at a later time to check if there was anything else the site could do to fix the usm. The customer stated that they had already hard power cycled the patient cart, but the error kept coming back. The isi tse informed the customer that there was nothing else the customer could do and informed the customer that the usm would need to be replaced. Isi followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) informed the informed the customer to work through recovering the fault and resetting the system, which did not resolve the issue. The surgeon decided to swap out the patient's side cart from another operation room (or) since all 4 usms were needed to process. There was a delay of 10 minutes. There was no harm to the patient. The customer could not provide patient demographics.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced universal surgical manipulator (usm) to resolve the issue with error 32097. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The unit was analyzed, and the reported issue could not be replicated. The unit was tested on an in-house system where it passed normal mode with no related errors. The unit was also tested on an in-house patient cart fixture test platform where it passed with no related errors, but clockspring readings were borderline low.